Event description:
It was reported that the patient was seen one week post implant and there was no capture on both the right ventricular (rv) lead and right atrial (ra) lead. There was a warning on the rv lead for high threshold. The r waves had dropped from 6.4mv to 2.3mv. There was question of potential lead dislodgement. An x-ray was performed and the leads looked to be in a similar position to the initial implant. The rv lead was repositioned and good numbers were obtained. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. . (B)(4).